Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 for an issue where they ran out mincaps and were unable to cap their transfer set. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.